Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1 and device 2). Per op notes, "the spermatic cord was identified, and a diverticular type of hernia was identified medial to the cord. The hernia was reduced. A small piece of bard flat mesh (device 1) was cut to size and secured to the medial aspect of the inguinal ring and secured with sutures. Due to the attenuated nature of the previous closure laterally, a piece of bard flat mesh (device 2) was placed over the external fascia and was secured with sutures." (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia with painful scar thereby underwent open repair with excision of bard flat mesh (device 1 and device 2) implant of bard flat mesh (device 3 and device 4). Per op notes, "an incision was made above the previous hernia incision. The scarpa's fascia was densely adhered to the previous mesh. The previous mesh (device1 and 2) was folded up on itself and was excised from all the connective tissue, and remnants of the fascia. The spermatic cord was released as it went right through the mesh and more medially the previously placed bard flat mesh (device 1) was freed from its previous attachment to the inguinal ligament and posterior fascia rectus sheath. Both previously placed bard flat mesh (device 1 and device 2) were excised. A diverticular hernia was identified underneath the fascia it was reduced and closed with sutures. The peritoneal space was opened, a bard flat mesh (device 3) was placed and secured to the cooper¿s ligament and was secured with tacks. Another bard flat mesh (device 4) was placed on the remnants of the external inguinal ligament, over the area of the previous mesh and secured with sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.